Event description:
The customer contact reported the device displayed e301 (audio alarm failure) with no audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified volume of blood, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device displayed e301 (audio alarm failure) with no audible alarm tone. At an unspecified time, the device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.